Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation conclusion code has been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with infection and sepsis. The implanted system, including this cardiac resynchronization therapy defibrillator (crt-d), was removed. No additional adverse patient effects were reported.